Manufacturer narrative:
(B)(4) evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to percutaneous coronary intervention with a cardiac assist device, bilateral pre-close placement of the sutures was attempted in the right and left common femoral arteries (rcfa & lcfa) using perclose proglide devices. Reportedly, during device deployment in the rcfa 6-french sized access site, when the needle plunger was removed no suture was present. The device was removed and the suture of two additional proglide devices were deployed and set to the side. The rcfa access site was upsized to 12-french to accommodate the cardiac assist device delivery catheter. After conclusion of the procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis of the rcfa. Reportedly, during device deployment in a mildly calcified lcfa 6-french sized access site, when the needle plunger was removed no suture was present. The device was removed and the suture of another proglide device was deployed and set to the side. After conclusion of the procedure, the knot from the proglide device was advanced and tightened to achieve hemostasis of the lcfa. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report. Mild calcification was reportedly present at the left common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.